Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor even after several attempts. A backup device was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device was returned for evaluation. No ts or suture remain on the needle or were returned for examination. Visual assessment of the device shows the needle is dramatically bent. The actuator is lodged at the tip of the needle. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device IFU ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.